Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) while setting up for a procedure to report universal surgical manipulator (usm) 3 has error 32056. A hard power cycle was performed with no change. The customers need all 4 arms and they are electing to abort the robotic procedure and proceed laparoscopically. The procedure was aborted laparoscopically with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error 32056 on universal surgical manipulator (usm) 3 and usm was replaced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and unit triggered error 32056 during patient side cart (psc) fixture test platform (pftp) testing. After replacing the yaw searchlight (sl) flat flex cable (ffc), the error was no longer triggered during startups and when the original ffc was connected again, the error returned. There is no obvious damage to the ffc. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.